Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced infection and pain in the glans due to distal erosion of the cylinder through the right corporal body. A surgical procedure was performed to remove the ipp. The pain was managed with medication, and the infection was treated with intravenous and oral antibiotics. The wound and implant cavities were irrigated during surgery. No additional complications were reported.